Event description:
The pacemaker involved in this MDR report was explanted 35 months after implantation because, the elective replacement indicator was reached.

Manufacturer narrative:
November 3, 2009. This event concerns a device that was mfg and used outside the united states. The device analysis is pending.